Manufacturer narrative:
H.6. Investigation: an el250 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20l21-t. From the information provided by the customer it appears that leakage was observed from the el250, however no further details were available to confirm the exact nature of the leakage. A review of the production records from lot 20l21-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported three neutral bidirectional valves had leakage issues. The following information was provided by the initial reporter: "chemotherapy running as per script during the last bag patient noticed that her cardigain felt wet PICC line bung leaking."

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20l21-t. This does not match the catalog number provided. Medical device expiration date: unknown. Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported three neutral bidirectional valves had leakage issues. The following information was provided by the initial reporter: "chemotherapy running as per script during the last bag patient noticed that her cardigain felt wet PICC line bung leaking."